Event description:
It was reported that during a lar procedure, the anastomsed anus separated from the staple line. The height of the broken end of the staple line was about 5 cm from the anus. The staples were all shaped b form, was remained to the tissue, but it could not be confirmed whether the lumen was closed or not. The procedure was changed to the hartman.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.